Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-nov-2017. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and complex regional pain syndrome ("algodystrophy of right knee") in a (B)(6) year-old female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (3 children - (B)(6) years old) and parity 3. Concurrent conditions included crutch user (she could no longer walk without crutches due to worsened pain in right knee) since 2016 and wheelchair user (at times, the pain in right knee was so bad that she had to use a wheelchair to get around) since 2016. On(B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced arthralgia ("joint pain") and fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced complex regional pain syndrome (seriousness criterion disability) with arthralgia, joint range of motion decreased, gait inability and gait disturbance. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), visual impairment ("eyesight has changed"), vision blurred ("veils that sometimes blur my vision"), nerve compression ("pinched nerves causing sciatica and cruralgia"), sciatica ("pinched nerves causing sciatica and cruralgia"), the first episode of feeling abnormal ("from one moment to another she feels so tired that she has to lie down and she is half-conscious because she hears what is going on around her, but she is unable to react"), tendonitis ("tendonitis in right elbow"), carpal tunnel syndrome ("injury to carpal nerves in right hand"), depression ("depression"), decreased activity ("can no longer do physical activities at home"), pain ("pain at night"), spinal osteoarthritis ("cervical osteoarthritis") with neck pain, headache ("major headaches"), menorrhagia ("heavy menstrual periods"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("feeling of stabbing pain during menstrual periods"), the second episode of feeling abnormal ("impression that I am in the body of a much older woman") and myalgia ("muscle pain"). The patient was treated with capsaicin, surgery (essure removal), physical therapy (which started in (B)(6) 2016 to maintain a minimum of flexibility in the knee) and alternative therapy (corrective lenses for eyesight changes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, complex regional pain syndrome, arthralgia, fatigue, amnesia, visual impairment, vision blurred, nerve compression, sciatica, tendonitis, carpal tunnel syndrome, depression, decreased activity, pain, spinal osteoarthritis, headache, menorrhagia, dyspareunia, dysmenorrhoea, the last episode of feeling abnormal and myalgia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, carpal tunnel syndrome, complex regional pain syndrome, decreased activity, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, myalgia, nerve compression, pain, pelvic pain, sciatica, spinal osteoarthritis, tendonitis, vision blurred, visual impairment, the first episode of feeling abnormal and the second episode of feeling abnormal with essure. The reporter commented: the right knee pain worsened in (B)(6) 2016. She could no longer walk without crutches due to worsened pain in right knee and also used a wheelchair. Treatment for pain in right knee started in (B)(6) 2016 and was still ongoing. It had to be changed three times. In (B)(6) 2017 algodystrophy of right knee was diagnosed in regarding to right knee pain. She has been on sick leave since (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: result was not provided. Arthrogram - on an unknown date: right knee - result was not provided. Blood test - on an unknown date: result was not provided. Electroencephalogram - on an unknown date: result was not provided. Electromyogram - on an unknown date: lower limbs / upper limbs: result was not provided. Nuclear magnetic resonance imaging - in (B)(6) 2017: admitted in ER due to stroke symptoms, but nothing; on an unknown date: right knee - result was not provided, radioisotope scan - on an unknown date: result was not provided, x-ray - on an unknown date: right knee - result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 8.981 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and complex regional pain syndrome ("algodystrophy of right knee") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (3 children - (B)(6) years old) and parity 3. Concurrent conditions included crutch user (she could no longer walk without crutches due to worsened pain in right knee) since 2016 and wheelchair user (at times, the pain in right knee was so bad that she had to use a wheelchair to get around) since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced arthralgia ("joint pain") and fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced complex regional pain syndrome (seriousness criterion disability) with arthralgia, joint range of motion decreased, gait inability and gait disturbance. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), visual impairment ("eyesight has changed"), vision blurred ("veils that sometimes blur my vision"), nerve compression ("pinched nerves causing sciatica and cruralgia"), sciatica ("pinched nerves causing sciatica and cruralgia"), the first episode of feeling abnormal ("from one moment to another she feels so tired that she has to lie down and she is half-conscious because she hears what is going on around her, but she is unable to react"), tendonitis ("tendonitis in right elbow"), carpal tunnel syndrome ("injury to carpal nerves in right hand"), depression ("depression"), decreased activity ("can no longer do physical activities at home"), pain ("pain at night"), spinal osteoarthritis ("cervical osteoarthritis") with neck pain, headache ("major headaches"), menorrhagia ("heavy menstrual periods"), dyspareunia ("pain during sexual intercourse"), dysmenorrhoea ("feeling of stabbing pain during menstrual periods"), the second episode of feeling abnormal ("impression that I am in the body of a much older woman") and myalgia ("muscle pain"). The patient was treated with capsaicin, surgery (essure removal), physical therapy (which started in (B)(6) 2016 to maintain a minimum of flexibility in the knee) and alternative therapy (corrective lenses for eyesight changes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, complex regional pain syndrome, arthralgia, fatigue, amnesia, visual impairment, vision blurred, nerve compression, sciatica, tendonitis, carpal tunnel syndrome, depression, decreased activity, pain, spinal osteoarthritis, headache, menorrhagia, dyspareunia, dysmenorrhoea, the last episode of feeling abnormal and myalgia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, carpal tunnel syndrome, complex regional pain syndrome, decreased activity, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, myalgia, nerve compression, pain, pelvic pain, sciatica, spinal osteoarthritis, tendonitis, vision blurred, visual impairment, the first episode of feeling abnormal and the second episode of feeling abnormal with essure. The reporter commented: the right knee pain worsened in (B)(6) 2016. She could no longer walk without crutches due to worsened pain in right knee and also used a wheelchair. Treatment for pain in right knee started in (B)(6) 2016 and was still ongoing. It had to be changed three times. In (B)(6) 2017 algodystrophy of right knee was diagnosed in regarding to right knee pain. She has been on sick leave since (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: result was not provided. Arthrogram - on an unknown date: right knee - result was not provided. Blood test - on an unknown date: result was not provided. Electroencephalogram - on an unknown date: result was not provided. Electromyogram - on an unknown date: lower limbs / upper limbs -result was not provided. Nuclear magnetic resonance imaging - in (B)(6) 2017: admitted in ER due to stroke symptoms, but nothing; on an unknown date: right knee - result was not provided. Radioisotope scan - on an unknown date: result was not provided. X-ray - on an unknown date: right knee - result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.